Manufacturer narrative:
Will not be returned to manufacturer.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the headset of the infusion set became 'unstuck'. Caller stated the patient reinforced it with sticking plaster and a few hours later her blood glucose was 511 mg/dl with positive ketone bodies. Caller reported patient went to the ER where she was treated with fast acting subcutaneous insulin and serum therapy. Patient alleges she had to visit the ER because of the headset not sticking enough. Patient disposed of the alleged head set. No product will be returned.